Manufacturer narrative:
Add'l info.

Event description:
Additional information received indicates the event occurred during a ventricular tachycardia ablation procedure and there were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an electrophysiology procedure, a cardiac perforation occurred. During left ventricular geometry collection with a livewire decapolar catheter, the catheter was noted through the geometry from the left ventricle into the right ventricle. The patient then became hypotensive and a cardiac perforation was noted, for which a pericardiocentesis was performed to stabilize the patient.